Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump dropped and the siren did not stop ringing. Customer's blood glucose level was unknown. Customer was told to switch to the storage mode once. Although battery was inserted again, it was confirmed that the siren sounded and there was only one stick on the screen and the insulin pump did not start. Insulin pump was not starting, so the customer was told to use pen. No further details given. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller.